Manufacturer narrative:
A complete lead was returned in one piece measuring 51.9 cm. Analysis was normal. No anomalies were found. The damage found was sustained during the surgical procedure. Correction : explant date changed to (B)(6) 2017.

Event description:
It was reported that the device dependent patient presented to the operating room for system change due to lead malfunction and lead dislodgment or migration. The right atrial lead, two right ventricular leads, and a left ventricular lead were explanted and replaced on (B)(6) 2017. There were no intraprocedural complications. The patient tolerated the procedure well.